Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back repeating information from previous call and that they received the replacement equipment. Patient mentioned that they are trying to print the patient manual; agent offered and sent patient manuals to patient. Patient noted that they are not sure how to make the equipment operational. Patient stated that they saw a message saying to change sim cards and that it fell out so they had to put it back in the handset. Agent walked patient through linking the handset and they got no device found after seeing the set up link screen; agent had patient hit retry and they got no device found again and agent had patient verify blue tooth was on. Patient verified and reset the communicator and then got device found screen. Shortly after, patient mentioned getting no device response and hit retry and then they were connected to the therapy screen. Patient turned therapy on. Agent ordered patient manuals per patients request. Patient called back in stating they recharge the implantable neurostimulator (ins) in the morning and by the afternoon it already de pleted. Patient stated this happened a couple of days ago after it was reprogrammed. They also mentioned they spoke with their rep and told them the program was not too much. Agent redirected the patient to hcp for further assistance. Caller received (B)(6) kit and wanted to send back the communicator, but misplaced the return label. Tss requested return label from repair. Upon further review, callerpt rep., wife,(B)(6) called for the below follow up note.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were reprogrammed the other day and they've had a little bit of a problem with the handset. Patient said when they got home it was telling them the battery was dead on the stimulator itself, they thought that was kind of odd because they just charged it yesterday morning. Patient mentioned that they charged the implant completely last night before they went to bed and it was dead this morning but it seems to be working all right now. Patient also said it kept giving them codes and right now the handset shows service code 310 on it which they don't know what that means. Patient tried to turn the stimulation up and it dropped down to 4.5 and it would never work. Patient then said they think there's something wrong with the handheld device that it won't communicate with the implanted neurostimulator part of the time. Agent walked patient through closing all applications, toggling bluetooth of/on and resetting the communicator. Patient opened the mystim app, tried to connect but stated the handset showed mystim is not responding. Agent walked patient through performing a hard reset on the handset, patient opened the mystim app, powered on the communicator and confirmed they were able to connect to their therapy settings. Patient was able to connect to the implant, but the handset was unresponsive to touch when the patient tried to adjust stimulation. Agent consulted with hcit and was suggested to replace the handset. The issue was not resolved. A request was sent to the repair department to replace the handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.